Event description:
The patient reportedly experiences pain at the implant site while wearing the external equipment. The pt's performance has deteriorated. Revision surgery is under consideration. Once more info becomes available a supplemental report will be submitted.